Event description:
It was reported that this right ventricular (rv) lead exhibited high out of shock impedance. Technical services (ts) discussed troubleshooting actions and potential resolutions. The lead remains in use. No adverse patient effects were reported.